Manufacturer narrative:
This MDR is created as an additional follow-up. Addendum: further information received from legal representative stated severe pain with daily activities and intercourse. Patient has suffered severe emotional pain and injury and has suffered, and will suffer, apprehension of increased risk for injuries, infections, pain, mental anguish, discharge and multiple corrective surgeries as a result. Also urinary incontinence, physical deformity and the loss of the ability to perform sexually. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 04/22/2021. Chronic pseudomembranous urethra trigonitis secondary to distal urethral stenosis. Cystoscopy, urethral calibration, limited internal urethrectomy, silver nitrate bladder instillation, anesthetic hydrodistension of bladder. Pain in pelvis, urinary urge incontinence, increased frequency of urination, urgent desire to urinate, recurrent uti¿s, anterior vaginal wall tenderness overlying mesh sling, grade ii cystocele, mechanical complication of implant. (B)(6) 2016 - removal of aris sling, urethrolysis and diagnostic cystoscopy for complaints of dyspareunia and irritative urinary symptoms. Aris sling was found to be taut and displaced proximally to the bladder neck. Patient's legal representative stated chronic pseudomembranous urethra trigonitis secondary to distal urethral stenosis.